Event description:
It was initially reported on (B)(6) 2010, that a patient was experiencing issues when recharging their device. Regarding the device's display, the most boxes they could get filled was 2, which wouldn't stay. It was noted that "56" was accomplished with "al" feature, however, no boxes were shaded following his attempt. The patient declined using a belt, and stated that this didn't help with getting efficiency boxes. The patient requested a replacement antenna. On (B)(6) 2010, it was later reported that a physician had suspected that the device may have been flipped. An x-ray was conducted to check the device, however, they were still awaiting the results. The patient's outcome was not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).